Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed high impedance on the right ventricular. The impedance was noted to be gradually increasing since (B)(6) 2013. Reprogramming in unipolar configuration was unsuccessful. There were no complications to the patient.